Event description:
Pt undergoing pneumonectomy for lung cancer. The ta 30 stapler was used to staple the pulmonary artery and the artery was cut across with a knife. A large amount of blood was noted after the stapler was removed. The patient was placed on cardiopulmonary bypass and repair of the pulmonary artery was completed. No staples were found on the pulmonary artery stump. The conclusion was the stapler misfired and the artery was severed without any staples holding it to keep it closed. The patient did well post-op without complications.